Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No prime anomaly or unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thus. Confirmed pump alarmed insulin flow blocked alarm during normal bolus on 08/12/2024 14:27:32.000 in pump downloaded history. Intermittent response from all buttons due to moisture damage to keypad traces. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, stained keypad overlay, and cracked battery tube threads. The p-cap/reservoir does lock properly. Pump passed required testing, and no prime anomaly or unexpected insulin flow blocked alarms noted during test. Confirmed intermittent response from all buttons due to moisture damage to keypad traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump squirting during prime and the buttons are sticking and getting occlusion alarms. The customer reported no adverse event. The event involved product(s) mmt-1715kl, mmt-332a, unomedical. Troubleshooting was performed. Customer reported insulin squirting out/dripping out during fill tubing process. Customer reported a keypad anomaly and/or stuck button alarm. Customer reported insulin flow blocked alarm. No harm requiring medical intervention was reported. No product return is required for mmt-1715kl. No product return is required for mmt-332a. No product return is required for unomedical.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.